Event description:
It was reported by service report that the mattress was severely damaged with report of fluid intrusion. The mattress was not replaced per customer request; stryker technician informed the customer of potential infection issues with the mattress. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Mattress.